Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.

Manufacturer narrative:
Event date was recorded as (B)(6) 2013, should have been left blank(unk). Recall #z-1215-2014.

Event description:
Fractured during initial seating, no torque applied to screw; 55% base fractured off along with the lingual aspect of abutment. This was a single abutment, but part of a large reconstructive case. No patient injury.